Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse reported the cause was the intermittent failure of ise ref valve. Fse replaced the valve and issue was then resolved. (B)(4).

Event description:
The customer reported the au 5800 system had erratic erroneous sodium (na), chloride (cl), and potassium (k) results. The results were reported outside of the lab. The samples were repeated differently on another au system. No change in patient treatment. Customer reported the qc prior and after the event were within the lab established ranges.